Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to product performance anomaly and a new rv lead of the same model was placed. This lead remains implanted and will not be returned. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to product performance anomaly and a new rv lead of the same model was placed. This lead remains implanted and will not be returned. No additional adverse patient effects were reported. Additional information indicates that this lead was surgically abandoned due to dislodgement. No additional adverse patient effects were reported.

Manufacturer narrative:
Revision to the initial MDR in block b5 event description and h6 device codes. This supplemental report was created to capture additional information.